Event description:
It was reported the pt went to the hospital three days after she was implanted with an scs system. The pt had experienced a fall due to weakness in both legs. A CT myelogram revealed spinal stenosis at the area of the pt's implant, and it was determined the pt had an epidural hematoma. The pt's hematoma was evacuated and the pt's scs system was removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.